Event description:
Additionally, healthcare provider reported bilateral capsular contracture, baker grade I. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, underweight and opening. A microscopic analysis was performed which identify crease sharp opening on posterior and have stress marks. Based on the device analysis the final assessment is: a crease sharp opening on posterior due to a fold flaw opening. Non-penetrating nick(stress marks).

Event description:
Patient reported left side rupture. Additionally, healthcare provider reported bilateral capsular contracture, baker grade I. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture. Device remains implanted.